Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the right ventricular (rv) channel resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended trouble shooting options. This device remains in service. No adverse patient effects were reported.